Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose level was not impacted. Recommendation was made to load a new cartridge onto the pump; however, the customer declined and stated the current cartridge would continue to be used.